Manufacturer narrative:
The endoscope involved with this complaint was received the device evaluation was completed. Failure analysis investigation confirmed the reported complaint. The endoscope was received with mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage optical components. The endoscope was received with a non-readable radio frequency identification (rfid) chip. The rfid chip was not recognized by the software. Fragments of adhesive of the distal window were missing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details cannot be performed via system logs because system connectivity was not available at the time. No image or procedure video were provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was a fogging issue. The procedure was completed with no reported injury.